Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (427 mg/dl) due to underestimating the carbohydrates consumed. A bolus via the pump was delivered to address bg. After changing the infusion set tubing and vial of insulin, the current high bg was resolved. Tandem technical support advised the customer to discuss the event with a healthcare provider.